Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the right middle cerebral artery (mca) using a neuron select catheter 5f (5f select), a benchmark 6f 071 delivery catheter (benchmark), a flow diverter, and a guidewire. It was noted that the patent's anatomy was tortuous. During the procedure, the physician advanced the 5f select using the benchmark via right radial access. The 5f select could not advance further up the right common carotid artery (cca) due to the benchmark not being able to achieve a stable position. Therefore, the physician decided to remove the 5f select and benchmark to continue the procedure via right femoral access. Upon removal, it was noticed that the distal length of the 5f select was missing and had fractured in the radial artery. The physician used a stent retriever to successfully remove the distal fragment of the 5f select. The procedure was completed using a new 5f select and a new benchmark via right femoral access. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was updated on this follow-up #01 MFR report: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned 5f select confirmed that the catheter was fractured. This type of damage typically occurs if the device is manipulated or torqued unrestrained against resistance. Based on the reported event, the patient anatomy was tortuous and may have contributed to resistance during the procedure. Further evaluation revealed a kink on the distal fractured segment. This damage was incidental to the reported complaint and likely occurred during snaring of the device. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the right middle cerebral artery (mca) using a neuron select catheter 5f (5f select), a benchmark 6f 071 delivery catheter (benchmark), a flow diverter, and a guidewire. It was noted that the patient''s anatomy was tortuous. During the procedure, the physician advanced the 5f select using the benchmark via right radial access. The 5f select could not advance further up the right common carotid artery (cca) due to the benchmark not being able to achieve a stable position. Therefore, the physician decided to remove the 5f select and benchmark to continue the procedure via right femoral access. Upon removal, it was noticed that the distal length of the 5f select was missing and had fractured in the radial artery. The physician used a stent retriever through a velocity delivery microcatheter (velocity) to successfully remove the distal fragment of the 5f select. The procedure was completed using a new 5f select and a new benchmark via right femoral access. There was no report of an adverse effect to the patient.